Manufacturer narrative:
This report is submitted on january 14, 2020.

Event description:
Per the clinic, the device was explanted on an unknown date for an unknown reason. It is unknown if the patient has been re-implanted with another device.

Manufacturer narrative:
This report is filed on february 13, 2020. Incorrect information received. This device has not been explanted.